Event description:
It was reported that a surgeon noticed a very fine/wispy black fiber at the inner rim of a preloaded monofocal intraocular lens (iol) measuring about 1mm in length when inserted in the patient's eye. The surgeon was able to scrape the fiber using a sinsky hook and flushed it out during the aspiration irrigation phase for each lens. Surgeon reported having this issue on 3 eyhance lenses and only recorded one (1) serial number (sn). One of the fibers was on the anterior side of the lens and a second lens had a fiber on the poster side. Through follow up, it was learned that the fibers are gone and the lens remains implanted into the patient's eye, the patient's vision was not impacted for each case. No further information is available. This report is for the eyhance malfunction event. Separate reports are being submitted to capture the reported product problems for two other eyhance models.

Manufacturer narrative:
Section a6: information unknown/not provided. Section d4: model number: unknown/not provided. Provided as either a dib00 or diu100. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. An attempt has been made to obtain missing information, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.